Event description:
Follow up information obtained identified surgical intervention was taken and the patient's scs system lead was repositioned and the reported issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained the scs system stimulation was giving them more pain than pain relief. Reportedly, the patient only gets about 15% relief, and the patient's feet feel like they're swollen, but they're not. Surgical intervention may be taken to address the issue.